Manufacturer narrative:
Bd became aware of an anonymous medwatch report (mw5096240) on september 8, 2020. Bd did a review of all complaint files for the month of august 2020. The date of the incident reported was (B)(6) 2020. There were no complaint files that had similar descriptions or reported medication delivery delays. Complaint file (B)(4) was created for documentation purposes. At this time and without additional information about the customer or device, bd is unable to investigate this report to determine a root cause.

Event description:
During review of the maude database, bd discovered med watch mw5096240 that was filed anonymously on august 21, 2020. The med watch states the pyxis anesthesia device failed causing all drawers to lock during an open heart procedure. The provider could not recover the drawers or access any medications. Medications were brought by other teams but the failure did cause a delay in getting medications to the patient. No harm was reported.